Manufacturer narrative:
A wire breakage during a procedure involving the same instrument (part #, lot #) occurred on (b)(6 2025 and was previously reported under manufacturer report number 2955842-2025-48453. Review of usage logs confirms that the same instrument was used on both (B)(6) 2025 and (B)(6) 2026. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument was analyzed and found to have a frayed grip cable.

Event description:
Refer to h11 for follow-up information.